Event description:
Additional information received from the consumer reported they followed the instructions they were given and the power on reset message that occurred in (B)(6) 2016 was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their therapy had stopped due to a power on reset (por). It was reported that the patient went through airport security and therapy was turned on when the por was seen. A electromagnetic interference environmental exposure was reported from the security gates/theft detectors. The patient walked through the airport security screening device and felt their stimulation turn off. An informational por was reported. Relevant medical history includes failed back surgery syndrome and spinal pain. No outcome or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.